Manufacturer narrative:
(B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, a patient in the USA underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient experienced stomach pain and underwent an endoscopy on (B)(6) 2017, which revealed a duodenal ulcer and possible abdominal abscess. The patient was hospitalized, treated with unspecified antibiotics, and was placed on total parenteral nutrition (tpn). The patient's final diagnosis was reported to be a perforated duodenal ulcer and the peg and jejunal tubes were removed on (B)(6) 2017.